Event description:
Additional information received noted that the right-atrial (ra) lead exhibited high pacing impedance as well. As a resolution the ra lead was explanted and replaced. The patient condition was stable.

Event description:
It was reported that the patient presented with inappropriate automatic mode switch and intermittent capture exhibited on the right-atrial (ra) lead. The patient then presented in clinic for follow-up. Upon interrogation, it was found that the ra lead exhibited loss of capture and loss of sensing. Isometrics was performed and confirmed ra lead noise. Chest x-ray was performed and revealed ra lead dislodgement due to twiddler's syndrome. As a resolution programming changes were made to deactivate the ra lead on (B)(6) 2025. The patient was stable.